Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a dual chamber pacemaker implant, the micropuncture transitionless stiffened cannula access set wire used for access broke at the distal portion of the wire when being removed to replace with a larger wire. The sheath and dilator were in place as the wire was being removed. The left subclavian vein was used as the access site for the sheath; only the micropuncture wire was being utilized through the sheath. The physician noted that resistance was felt during removal of the wire as it was caught and wouldn't come out of the patient. The physician unsuccessfully attempted to remove the wire and a portion was left in the patient's left chest. The patient presented with persistent hypotension post operation in post anesthetic care unit (pacu), started on vasopressors and admitted to coronary care unit (ccu). The physician does not plan to remove the wire. The device is not available for return and their are no pictures of the device were taken. The patient did not have a tortuous/calcified/scarred anatomy per the physician. The following medications were used during the procedure: versed, fentanyl, precedex, ketamine, dopamine, lactated ringer's (lr), kefzol, and visipaque for imaging.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. Review of the device history record of shows no nonconforming events that would contribute to this failure mode. A review of related device history records showed non-conformances; however, all non-conforming product was scrapped prior to completion of the final lot. There were no other reported complaints for this lot number. Affixed to the wire guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. The physician stated there was resistance felt when removing the wire guide. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.